Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that there were high out of range pacing impedance measurements of greater than 3000 ohms for the pacemaker and both the other manufacturer's right atrial (ra) and right ventricular (rv) leads. There was also intermittent oversensing of noise on the rv channel. Intermittent loss of atrial capture and full ventricular loss of capture at maximum outputs with asystole greater than three seconds was also seen. It was noted that the patient's heart rate was in the 20 beat per minute range. The patient was experiencing lightheadedness due to the low heart rate. The x-ray did not show any significant findings. A revision procedure was performed where the other manufacturer's ra and rv leads were explanted and replaced due to suspected fractures in the subclavian area. The pacemaker was also electively explanted during the procedure. A new device was successfully implanted.